Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be workings as intended adn put back into service.

Event description:
It was reported that the system locked up and would not fluoro. There was no patient injury or death reported.